Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, at interrogation on (B)(6) 2023, a warning message was displayed indicating no battery measurments for more than 3 days. In addition ble telemetry was not possible.